Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2006; 5076-58 lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert and the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported the right ventricular (rv) lead exhibited a confirmed fracture with high impedance. The rv lead was capped. No patient complications have been reported as a result of this event.